Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during load process. Customer's blood glucose level was not impacted. The customer reported that manual injections would continue to be used for alternate insulin therapy.